Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold which was noted during device check. The patient had an x-ray in which result showed lead had pulled back. Additional information received indicating that the rv lead was explanted and replaced. Further, this rv lead was kept by the facility and was discarded. No additional adverse patient effects were reported.

Event description:
Additional information received indicating that on post op xray showed that looked like patient anatomy had taken up much of the ra and rv lead slack. The physician opted to wait a day and had check the threshold/sensing data and had decided to add slack to a and v leads. Moreover, it was noted during office follow-up that the rv threshold had risen and on a repeat cxr showed much less slack. Another revision on the rv lead was done in which the lead was repositioned and more slack was added. This rv lead was repositioned.